Manufacturer narrative:
The flexible driver was returned and a visual inspection was performed which showed a damaged flex shaft. The device was used for treatment. Based on the manufacturing date, the reported device has a field life of approximately 7 years to date. This type of event may be related (but not limited) to: excessive force that may have been applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, and low speed/high torque of operation. A definitive root cause for this event was not determined with the information provided. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during surgery while the surgeon was drilling a screw hole, the spring of the flex driver unraveled.